Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. Electrode belt sn (B)(4) has not yet been recovered from the event. A review of download data does not indicate any device malfunction contributing to the event.

Event description:
A distributor contacted zoll to report that a (B)(6) patient passed was treated by the lifevest on (B)(6) 2016 and passed away on (B)(6) 2016. The patient was alone in his room at a rehabilitation facility at the time of the event. A review of download data reveals that the patient was treated three times during asystole on (B)(6) 2016 between 01:11:42 and 01:18:14. Asystole is considered a non-treatable rhythm. CPR artifact contributed to the false detections. The patient remained in asystole following the treatments. At 01:25:48 the patient's rhythm transitioned from asystole to slow bradycardia (15 bpm). The lifevest electrode belt was disconnected at 02:15:48. The patient reportedly passed away two days later while not wearing the lifevest. There is no indication that the treatments contributed to the patient death, as the patient was in a non-treatable, non-life sustaining rhythm prior to the treatments.